Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient¿s right hip was revised approximately 5 years post-implantation due to corrosion, fluid collection, pseudotumor, and instability. Operative records noted collection of yellow fluid consistent with high levels of cobalt but no evidence of infection. Upon entry into the hip joint region, the surgeon noted eroded abductors detached from the posterior half of the trochanter. The pseudotumor and pseudo membrane was carefully dissected and the avascular layer of tissue which was permeating through the front superior, posterior and inferior portion of the hip were then carefully excised. The surgeon noted evidence of corrosion failure at the head/stem junction. Corrosion was seen in both the receptacle side of the head and the trunnion of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203, unknown lot, femoral head sterile product do not resterilize 12/14 taper; 00784301306, unknown lot, femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length. 00875705401, unknown lot, shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03637, 0001822565-2017-03638.

Event description:
It was reported that patient¿s right hip was revised approximately 5 years post-implantation due to corrosion, fluid collection and pseudotumor. Operative records noted collection of yellow fluid consistent with high levels of cobalt but no evidence of infection. Upon entry into the hip joint region, the surgeon noted eroded abductors detached from the posterior half of the trochanter. The pseudotumor and pseudo membrane was carefully dissected and the avascular layer of tissue which was permeating through the front superior, posterior and inferior portion of the hip were then carefully excised. The surgeon noted evidence of corrosion failure at the head/stem junction. Corrosion was seen in both the receptacle side of the head and the trunnion of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.